Manufacturer narrative:
Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked when connected to the infusion set. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation: complaint: leakage. Event description: before punctured, nurse found leakage occurred from q-syte body when applied with infusion set. There was a crack in the connector. Lot analysis: device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: review was conducted on the two associated sub-assembly (q-syte) lot numbers: lot 6285696; was built on (B)(4), from 13oct2016 thru 15oct2016 for the qty. Of (B)(4) ea. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Lot 6285694; was built on (B)(4) from 12oct2016 thru 14oct2016 for the qty. Of (B)(4) ea. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality findings: this incident was an s2 severity ranking. Reviews were conducted for this MDR-level a investigation for the q-syte sub-assembly lots. The reviews disclosed that there were no reject activity findings relevant to the failure stated in the pir associated with the sub-assembly lot numbers (6285696 and 6285694) associated with this incident. Visual analysis: observations and testing: observations and testing could not be performed because units were not received for investigation. Test description: n/a, method no: n/a, results: n/a. Investigation samples(s) meet manufacturing specifications: unknown; (units were not received for evaluation and testing) conclusions: confirmation of the defect stated in the product incident report could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. This incident is indeterminate. Did the evaluation confirm the customer¿s experience with the bd product? N/a; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? N/a; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate ¿ units were not received for this incident therefore the defect could not be identified and root cause could not be determined. Comment: n/a. Samples have since been recieved. Upon completion of a sample investigation, a second supplemental report will be filed.

Manufacturer narrative:
Investigation results: one used sample unit and one unused sample unit were received for evaluation by our quality engineer team. Upon examination, a crack was observed on the used unit, separating the top body. The unused unit also displayed a crack in the neck of the unit and tears were observed on the septum. A leakage test was performed. Leakage was confirmed in both the actuated and un-actuated positions in the used unit, but leakage was not confirmed in the unused unit for either positions. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect of leakage. A definite source that caused that caused cracking and tears could not be established. Defects of this nature are normally attributed to incorrect usage or excessive actuations. DHR review was performed on the following sub assembly lot numbers: 6285694 ¿ this lot number was built on qfa line 3, from october 13, 2016 thru october 14, 2016 6285696 ¿ this lot number was built on qfa line 4, from october 13, 2016 thru october 15, 2016 the peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual/microscopic evaluation: the used unit showed the neck (female connection site) of the q-syte was cracked separated from the top body. The unused unit showed a crack in the neck of the top body, and slit tears on the septum top disk. Water leak test: the q-syte units were connected to the water leak test station and tested in the un-actuate and actuated positions. Leakage was confirmed in the un-actuate and actuated position on the used unit. Leakage was not confirmed in the un-actuate and actuated position on the unused unit. Septum column tear assessment: damage (tear) was observed along the top column wall on the unused unit. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. Observed slit tears on the septum bottom disk. Slit centeredness: the septum slit cut was not off center on any of the returned q-syte unit. Note, the septum column tear assessment and bottom septum evaluation were not performed on the used, as the unit was cracked. Used unit ¿ cracked polycarbonate which did leak, when leaked tested, unused unit ¿ septum slit tear on the septum top disk and bottom and a column tear. Conclusions: the defect leakage, as stated as the reported code was confirmed with the used unit. The source of the leakage was from the cracked polycarbonate. Confirmed there were slit tears on the septum top/bottom disk and a column tear on the unused unit. Used unit ¿ a definite source that caused that caused cracking to the q-syte polycarbonate could not be established. Unused unit ¿ a definite source that caused damage to the column tear and that contributed to the slit tears could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.